Manufacturer narrative:
The following fields were updated due to additional information: describe event or problem: it was reported that an bd vacutainer® cpt¿ cell preparation tube with sodium citrate underfilled. The following information was provided by the initial reporter: it was reported that tubes have low fill volume. Medical device brand name: bd vacutainer® cpt¿ cell preparation tube with sodium citrate medical device manufacturer: becton, dickinson & co. (Broken bow) medical device catalog #: 362760. Unique identifier (UDI) #: (B)(4). Manufacturing location: becton, dickinson & co. (Broken bow). PMA / 510(k)#: k911731. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that an bd vacutainer® cpt¿ cell preparation tube with sodium citrate underfilled. The following information was provided by the initial reporter: ". It was reported that tubes have low fill volume. ".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd vacutainer underfilled. The following information was provided by the initial reporter: it was reported that tubes have low fill volume.